Event description:
Customer reported their pump was issuing a cartridge alarm 35, prompting them to either connect the existing cartridge or load a new one, and they were unsure how to navigate away from the screen. There was no adverse impact to the customer¿s blood glucose level. Customer technical support guided the customer through the necessary steps to exit the screen and allowed them to continue using the pump. The customer planned to change the cartridge later due to personal plans. No additional information was received regarding further follow-up actions.